Manufacturer narrative:
Brand name, common device name, procode, MFR, lot #, part #, UDI #, 510k: this report is for an unknown guide sleeve/unknown lot. Part and lot number are unknown; UDI number is unknown. Device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Device evaluated by MFR, manufacture date: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event as follows: it was reported that on an unknown date, during an unknown procedure, the surgeon encountered difficulty upon humeral nailing while using an expert nail. After inserting the nail and applying the guide for a proximal locking screw, the surgeon drilled using a drill bit and measured. Then, the screw was inserted and the scopic control confirmed the right position. Subsequently, the surgeon tried to remove the guide; however, the surgeon was not able to get it out from the protection sleeve. After several manual attempts, a hammer was used to remove the guide, but the screw also dragged. The surgeon was forced to change the locking method by inserting the helical blade. It is unknown if there was a surgical delay. Patient status and surgical outcome were unknown. It was noted that the end of the guide was deformed, most likely by the hammering, which did not allow the head of the screw to pass. Concomitant devices reported: drill bit (part unknown, lot unknown, quantity unknown), nail (part unknown, lot unknown, quantity unknown), guidewire (part unknown, lot unknown, quantity unknown). This report is for an unknown guide sleeve. This is report 3 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. Received picture was reviewed, the complaint description cannot be confirmed. Not possible to identify the root cause for the reported problem without having the complained part available for investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.